Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately calcified post tibial artery. Upon the first inflation of the 1.5mm x 20mm/ 142cm sterling balloon a rupture occurred at 4 atms. The balloon was removed from the patient intact and the procedure was completed using another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling es catheter was received and it was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. Visual and tactile inspection of the balloon revealed the distal tip was damaged. Examination of the material surrounding the tip damage did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The device was pressurized with an inflation device to the rated burst pressure (rbp) for 5 minutes. There were no leaks/tears revealed with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately calcified post tibial artery. Upon the first inflation of the 1.5mm x 20mm/ 142cm sterling balloon a rupture occurred at 4 atms. The balloon was removed from the patient intact and the procedure was completed using another of the same device. No patient complications were reported and the patients' status is good.